Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. A visual inspection of the inner components of the instrument revealed that the timing was disrupted and a tack was protruding from the tip of the device. The trigger was actuated and the remaining (B)(4) tacks deployed but did not seat properly due to the disrupted timing. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia repair, while being applied on the mesh fixation, no tacks were able to be fired normally. The device was activated but the tack did not come out completely. When the surgeon tried to fire the device again two tacks came out attached to each other. Another fixation device was used to complete the case. The patient was alive with no injury.